Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a dust like contaminate on the ui (user interface) panel, top enclosure, keypad, accessory module and sd (secure digital) cover flip doors, rear panel, bottom enclosure, blower motor, and the blower box. Hairlike fibers on the interior of the bottom enclosure. Evidence of liquid spots with potential mineral deposits on the blower motor, blower box, and the p4 power connector. Inv1023 addresses the issue of liquid ingress to the p4 power connector. A rust like contamination on the dc jack color insert, p4 power connector, and the bottom enclosure. The sd card and philips pollen filter were missing from the device. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and could not confirm the complaint or address the symptoms specified. Box h: evaluation method code, evaluation results code, component code grid, device problem code grid and conclusion code grid has been updated.